Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient was uncomfortable with pump pocket and did not receive adequate pain relief from the therapy, so they decided to explant the system. There were no external factors that contributed to the event and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report. The explanted devices were discarded as the company representative was not notified of the explant until now. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report. The event date was (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.